Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. However, the device could not be advanced over the wire and when they were trying to take it out, the wire was completely pulled out. The device became stuck on the wire and held too much on it that the balloon was telescoping back on itself, it looked like the bendy part of a straw, like an accordion. The guide wire was replaced with a new wire and another of the same catheter balloon was used and completed the procedure. No patient complications were reported and the patient's status was fine.